Event description:
It was reported that the coil sticks out of the target lesion. The target lesion area was located in a moderately tortuous gastroduodenal artery. A 3mm x 12cm interlock pe-f idc was selected for use. During procedure, the coil was not coiled up around the blood vessel, so the tip of the coil protruded out of the lesion. The procedure was completed with the original device. No complications reported. Patient was good post procedure.